Event description:
It was reported that unspecified bd¿ tubing had air in the line. The following information was provided by the initial reporter: it was reported by the nurse that there was air in the line. Verbatim: it was reported that a nurse was called to room for alaris pump "air in line" alarm. Pump and channels placed at the level of the patient, alarming channel was the primary port of the uvc that had total parenteral nutrition (tpn) running at 2.5ml/hr. Pump channel number was 40374 and brain 79588. Air removed from line per registered nurse (rn). Tpn had been infusing for 28 hours. The error code displayed was 600.6480.5. There was no negative consequences or harm to the patient as the air did not reach the patient.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the nurse that there was air in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had air in the line. The following information was provided by the initial reporter: it was reported by the nurse that there was air in the line. Verbatim: it was reported that a nurse was called to room for alaris pump "air in line" alarm. Pump and channels placed at the level of the patient, alarming channel was the primary port of the uvc that had total parenteral nutrition (tpn) running at 2.5ml/hr. Pump channel number was 40374 and brain 79588. Air removed from line per registered nurse (rn). Tpn had been infusing for 28 hours. The error code displayed was 600.6480.5. There was no negative consequences or harm to the patient as the air did not reach the patient.